Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced a detachment issues with two infusion sets on (B)(6) 2026, as both cannulas separated within two hours of insertion. The patient replaced the infusion sets and successfully resumed insulin therapy. No further information available.